Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery using an indigo system separator 6 (sep6), an indigo system aspiration catheter 6 (cat6), and a non-penumbra sheath. During the procedure, the physician completed several passes using the sep6 and cat6. Upon removal of the sep6, the physician noticed that the bulb of the sep6 was missing. Under x-ray, the physician noticed that the bulb was inside the vessel; therefore, the broken bulb of the sep6 was aspirated out using the cat6. The procedure was completed using the same cat6 and same sheath. There was no report of an adverse effect to the patient.